Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged high bgs, pump error 54 alarm, pump error 3 alarm, failed battery alert/battery failed alarm and blank display found on feb 02, 2022.device powered up properly after battery installation. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was monitored for several hours and no blank display and failed battery alert/battery failed alarm noted. No pump error 54 alarm and pump error 3 alarm noted. Successfully downloaded history files and traces using thus. Pump error 3 alarm and pump error 54 alarm was recorded and found in the formatted history file on 02/02/2022 18:06:20.000 and 02/02/2022 18:06:22.000. Pump error 3 alarm and pump error 54 alarm due to software error ((B)(4)). Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 02/02/2022 18:07:11.000 02/02/2022 18:07:32.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: 02/02/2022 18:06:25.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022 9:03:57 am. There was no power data available for the event date of feb 02, 2022. Unable to check power data for failed battery/battery failed alarm. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Failed battery alert/battery failed alarm and blank display were not confirmed. The pump passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high bgs. Pump error 3 alarm and pump error 54 alarm were confirmed. Pump error 3 alarm and pump error 54 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.